Event description:
Additional information was received that 26 months after pci with 2 cypher stents in the pda via a saphenous vein graft, the patient returned with an acute mi. During the initial procedure the patient's admitting diagnosis was an nstemi. Emergent pci was performed on a 95-99% de novo lesion in the pda via a saphenous vein graft. Multiple wires were used to access the lesion because there was difficulty accessing the lesion. The lesion was pre-dilated with a 20mm balloon at 12 atm before a 2.5x23mm cypher was deployed at 16 atm followed by a 2.5x18mm cypher at 14 a tm. Post-dilatation was performed with a 15mm balloon at 14 atm. No thrombolytics were given and there was no pre-existing clot during the initial procedure. There was good wall apposition of the stents and no indication of vessel dissection. Ivus was used. There was no disease distal to the stents. Acts were 338 during the procedure.

Event description:
Caller reported advantage blood glucose results: 386 mg/dl 2:17am 82 mg/dl 2:40am 109 mg/dl 2:46am 76 mg/dl 2:59am 111 mg/dl 3:15am 79 mg/dl 5:30am 77 mg/dl 5:49am 475 mg/dl 6:27am 89 mg/dl 6:29am 544 mg/dl 6:39am 111 mg/dl 6:41am 105 mg/dl 7:10am 444 mg/dl 7:15am 135 mg/dl 7:22am 109 mg/dl 8:08am 115 mg/dl 8:39am reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.